Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was attempting to deliver a bolus, but was unable to due to the max hourly bolus setting. Reportedly, customer set up their pump on their own and input the incorrect max hourly bolus setting. Customer's blood glucose level was 115 mg/dl. Tandem technical support guided the customer through setting the correct max hourly bolus setting, and was able to successfully deliver their bolus.